Event description:
Endotracheal tube had a cuff leak that could not be repaired. Pt had bitten through the cuff line and caused the cuff to leak. Pt re-intubated without difficulty per certified registered nurse anesthetist.